Event description:
Patient reported "severe capsular contracture and suspected rupture". Device remains implanted. Upon explant surgery it was noted that the device was in tact. The event of rupture is no longer applicable and is being un-reported. Healthcare professional later reported pain and capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed 1 opening assessed as fold flow opening. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, creases, particles, non-penetrating nick and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d3, d.6a, d.6b, g1, g2, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Previous medwatch submission noted rupture. Upon explant surgery it was noted that the device was in tact. The event of rupture is no longer applicable and is being un-reported. Healthcare professional reported pain and capsular contracture, baker grade IV. Device has been explanted and replaced.

Event description:
Patient reported "severe capsular contracture and suspected rupture". Device remains implanted. Upon explant surgery it was noted that the device was in tact. The event of rupture is no longer applicable and is being un-reported. Healthcare professional later reported pain and capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 28may2024.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported "severe capsular contracture and suspected rupture". Device remains implanted. This relates to the left side.